Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the returned device had bent knife bar laminates. It was reported that the jaws of the device did not open completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Bent laminates will cause the reload to be difficult to load and unload from a handle and require excess force to retract the knife. The knife laminates were bent outward, preventing the interlock from engaging after firing. Bent laminates can also be due from clamping on over indicated tissue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to video-assisted thoracoscopic surgery (vats), when trying to load, the reload of the device was not fully opened. Another reload was used to resolve the issue and completed the case. There was no patient involvement.